Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-04117. Follow up information identified the patient is receiving effective stimulation and the overstimulation sensation has resolved.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-04117. It was reported the patient was experiencing an overstimulation sensation at the ipg site, loss of stimulation and back spasms regardless whether therapy was on or off. Reprogramming was unable to resolve the issue. X-rays were taken and confirmed the lead had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The lead was being repositioned and during the procedure the lead was inadvertently cut thus the lead was removed and replaced.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-04117.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-04117. It was reported the patient had been also been experiencing pain at the ipg site for five days and the pain had been gradually increasing. The pain continued when the stimulation was turned off.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-04117.